Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between 01/01/2008 and 10/23/2010 of complaints for additional reportable events. This MDR is for day 1 of 2. See MDR #1061932-2011-00981 for day 2 of 2. On 10/20/2009, a field svc engineer visited the site and evaluated the instrument. He replaced the 3-way diff lytic solenoid. The probe wipe motor was "barely operational" and a replacement module with printed circuit board was ordered. It was noted that wbc or nrbc counting errors would not likely be affected by servicing of these instrument parts. Instrument operation was verified. An analysis of the test data for this sample indicated that since the incorrect low 21.9% nrbc result from the lh750 analyzer was used to correct the wbc count, the corrected wbc count was improperly elevated. A review of the wbc histogram showed a single population in the debris/ lymphocyte region and its pattern indicated a typical population with dominant lymphocyte cells. Because of this, even though the differential module shows a significant nrbc/debris cluster, the software algorithm of the lh750 analyzer counts only part of the first population on the wbc histogram as nrbc. For blood from a newborn infant, the large size of nrbc in the wbc histogram tends to merge with lymphocyte cells as one population. The root cause was unk although appeared to be sample related, i.e. Sample from a newborn.

Event description:
The customer reported that the lh750 hematology analyzer generated erroneous wbc (white blood cell) and nrbc (nucleated red blood cell) test results on a sample from one pt, a newborn infant. The test results were accompanied by instrument-generated messages, including one for cellular interference. The erroneous test results were reported outside of the lab. A manual scan of the specimen revealed a higher number of nrbcs and a lower wbc count than those generated by the lh750 analyzer. The customer believed the manual observations to be correct. A corrected report was subsequently issued. It was discovered that the pt received an antibiotic; however, it is unk if treatment with the antibiotic was consequence of release of the original erroneous instrument results. There were no other reported serious medical events or changes to pt treatment associated with this incident.